Event description:
As reported, the caregiver said he heard constant audible alarm in the morning on event date, and then noticed "no communication" message. The ventilator stopped delivering breath. The ventilator was immediately removed from patient and powered off. Then it was turned on again shortly after and it worked fine. Please note there was no serious injury or death in this incident.